Manufacturer narrative:
Title: bipolar or monopolar electrosurgery in blepharoplasty: a comparison of surgical outcomes and patient satisfaction source: j cosmet dermatol. 2020;19:3331¿3337 accepted: 4 may 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from march 2014 to december 2018, a retrospective study to analyze outcomes of 78 enrolled patients in an electrosurgery unit of bleeding control in blepharoplasty. Covidien valleylab¿ bipolar forceps with a smooth microtip (medtronic) for bipolar diathermy and a competitor device for monopolar diathermy in all tissue handling procedures. The study compared m- and b-esus in upper, lower, and combined blepharoplasty and compared their outcomes. Complications reported includes post operation hemmorhage, lagophthalmos, lid retractiona, ectropion, dry eye symptoms, echymosis and edema. Bipolar or monopolar electrosurgery in blepharoplasty: a comparison of surgical outcomes and patient satisfaction: hyungon choi, 4 may 2020, journal of cosmetic dermatology.